Event description:
Customer reported unexpected negative results on echo when testing a patient sample, with a history of anti-e, for antibody screen.

Manufacturer narrative:
Customer stated that she did not have any extra sample to send to immucor. The instrument images were reviewed; the unexpected reactions reported were present. Reactivity of the e antigen was confirmed with retention crrs (3), lot r033. This reagent was used by the customer at the time of the event.